Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise which caused the device to deliver inappropriate anti-tachycardia pacing (atp) and an electric shock. Technical services (ts) reviewed the episode and determined the noise was non-physiologic. Ts suspected this was likely a lead issue. Ts discussed programming options before the lead could be replaced. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received. It was confirmed this rv lead was fractured.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise which caused the device to deliver inappropriate anti-tachycardia pacing (atp) and an electric shock. Technical services (ts) reviewed the episode and determined the noise was non-physiologic. Ts suspected this was likely a lead issue. Ts discussed programming options before the lead could be replaced. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.